Manufacturer narrative:
Quality samples from the same lot was examined, no sharp edges was identified nor modification to the manufacturing process which was implemented. No deviations were found when the batch documentation was reviewed. No relevant deviations or earlier complaints were found for this lot. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the patient, some catheters have rough eyelets and sharp edges. The patient claims the mechanism with how the eyelets are being punched out in manufacturing is not working correctly and eyelets are not being polished well. The catheters with sharp edges have caused bleeding in him as they pass through his prostate, but bleeding typically stops quickly without intervention, and at his next catheterization (after 3-4 hours) the bleeding is gone. He is not on blood thinners and did not seek medical care for his bleeding.